Event description:
Bowel adhesion laparoscopic ovarian tumor - "attempted to deploy bag during procedure. When plunger was advanced, there was no bag to be found. The doctor was concerned it may have fallen off. No bag to be seen. CT performed to find bag but unable to be found." Pt status: normal, discharged.

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.